Event description:
Event description guidant received information that the model 1746 implantable cardioverter defibrillator (ICD) was being changed out due to an eri battery status. During the follow-up before the change-out procedure oversensing of noise was noted on the shock channel. The chronic model 0062 lead tested fine with the psa but once it was connected to the model 1857 device and a 17 joule shock was delivered following induction, the ICD displayed a fault code due to <20 ohm impedance 17 joule shock.